Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a breach in the sterile barrier.

Event description:
It was reported that there was a breach in the sterile barrier.

Manufacturer narrative:
Alleged failure: the sales rep reported that "on opening the consumable, an area of condensation was discovered in the bottom of the box. Doubt of product sterility" the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the silicon oil from the manufacturing line or the packagers hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.